Event description:
A patient reported that their pump was not charging at a normal speed. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.